Event description:
It was reported that the device was repositioned due to patient discomfort, causing patient pain with arm movement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.